Event description:
It was reported that the pt had been experiencing fluctuating impedances for some time and the audiologist was programming around the problem. The problem had progressed and the telemetry measurements made in 2003 showed weak or poor coupling.